Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the device has system failure, equipment malfunction, and failed to perform operational checks. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the field service engineer (fse) visited the customer site and identified that the system unable to perform operational check due to defect in the assembly processor and system on module (som). To resolve the issue, assembly processor, som, processor mix and processor pca was replaced, and the software was updated. After replacement, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to the malfunction of the assembly processor and som. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was determined that the assembly processor, som, processor mix and processor pca was replaced, and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
According to the available information device, system and equipment disable error may be due to the defect in the mainboard and som assembly, it is essential to be replaced. The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer did not accept the service quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device is unable for use as there is an error saying equipment disabled, system failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.